Event description:
The patient reported to philips that while using the dreamstation 2, noticed burning smell from the machine. He states he is having issues with it. Over time it stopped responding to get to menu options, and water in water reservoir runs out more quickly. Patient wakes up with burning in his lungs almost feels like a smoke and tastes like throat dry and smokey feeling. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.